Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pump head and occlusion dial of the s5 mast roller pump became hot during priming. The pump was replaced to conduct the procedure. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pump head and occlusion dial of the s5 mast roller pump became hot during priming. The pump was replaced to conduct the procedure. There was no patient involvement.